Manufacturer narrative:
The reported incident that the ¿screwdriver blade variax ao, t7, self-retaining¿ was alleged of issue s-11 (breakage during surgery) could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by over-torque. The screwdriver blade was received for evaluation broken, at the tip. The broken tip was also received. The visual examination revealed that the outer surface of the blade is generally in a good-looking condition, but the broken surface has signs of torsional deformation. The threads (side part) of the broken tip are twisted, while the breakage surface shows torsional deformation. These patterns are consistent with over-torquing of the instrument. Moreover, there are a few cracks on the threads, and the area at the edge of the tip (flat surface) is discolored due to torque. Based on the above-mentioned observations the case could be classified as user-related. The screwdriver blade was most likely twisted under high loads and eventually broke. According to the product bulletin ¿variax update" (ref# (B)(4)) there is no indication pointing to any device mechanical deficiency: "torsional strength: very importantly, the engineered failure mode of the blade system is ductile torsional deformation of the blade. This mode of failure is designed to protect the patient from brittle, steel-fragment-producing failure. Because the stryker design team did not want to compromise this inherent safety feature (by reducing ductility to increase strength), the torsional strength of the system has been retained but nor significantly increased. [¿] note that a ductile deformation of the blade is evidence of application of excessive torque by the blade user." Please note, what is stated in the IFU: ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants!.¿ furthermore, ¿only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage.¿ also, ¿always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During variax dr surgery, the tip of the driver broke when it was used for screw locking. After that the surgeon used other driver and finished the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax dr surgery, the tip of the driver broke when it was used for screw locking. After that the surgeon used other driver and finished the surgery.